Event description:
During a routine device exchange, loss of capture and low r-wave sensing were observed on the right ventricular lead. The lead was capture and replaced during the same procedure to resolve the event. The patient was stable.